Event description:
After 16 months of implantation, this ICD was explanted because of an infection.

Manufacturer narrative:
Since the device was not returned for analysis, the product history and sterilization records were reviewed. The record showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. Please see the attached analysis for complete details.